Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08may2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook is also currently available. This handbook contains information on preventing infection. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal portion of the driveline measuring approximately 36.5¿ was also returned. The inlet elbow was returned attached to the pump¿s inlet port. The flex section was cut in half, with the distal portion attached to the inlet elbow. The proximal portion of the flex section and the inlet tube were also returned attached to one another. The apical sewing ring was returned, but was not attached to the inlet tube. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned attached to the pump. Evaluation of the inflow and outflow conduits revealed no evidence of developed or laminated/denatured depositions or thrombus formations. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under loading conditions. The retrieved data revealed normal pump power consumption comparable to the pump power consumption retrieved during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 03jul2020, the patient developed bacterial driveline infection and was readmitted from 04jul2020 to 18oct2020.

Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), did not reveal any device-related issues. The patient underwent a pump exchange due to infection. A direct relationship between the device and the reported infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal portion of the driveline measuring approximately 36.5 inches was also returned. The inlet elbow was returned attached to the pump¿s inlet port. The flex section was cut in half, with the distal portion attached to the inlet elbow. The proximal portion of the flex section and the inlet tube were also returned attached to one another. The apical sewing ring was returned but was not attached to the inlet tube. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned attached to the pump. Evaluation of the inflow and outflow conduits revealed no evidence of developed or laminated / denatured depositions or thrombus formations. Upon disassembly of the lvad, visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under loading conditions. The retrieved data revealed normal pump power consumption comparable to the pump power consumption retrieved during the manufacturing process. The pump operated as intended. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. B is currently available. Local infection and driveline or pocket infection are listed in the hmii lvas IFU as adverse events that may be associated with the use of hmii lvas. Care instructions regarding preventing infection are provided in various sections of the hmii lvas IFU, including those entitled ¿exit site treatment¿ and ¿precautions ¿ patient/system management issues¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal portion of the driveline measuring approximately 36.5¿ was also returned. The inlet elbow was returned attached to the pump¿s inlet port. The flex section was cut in half, with the distal portion attached to the inlet elbow. The proximal portion of the flex section and the inlet tube were also returned attached to one another. The apical sewing ring was returned, but was not attached to the inlet tube. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned attached to the pump. Evaluation of the inflow and outflow conduits revealed no evidence of developed or laminated/denatured depositions or thrombus formations. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under loading conditions. The retrieved data revealed normal pump power consumption comparable to the pump power consumption retrieved during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains wound dehiscence as a risk of preperitoneal and intra-abdominal pump placement that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 "surgical procedures" provides an image of the proper heartmate ii implantation configuration and discusses implanting and orienting the outflow graft. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook is also currently available. This handbook contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The location of the infection was the pump pocket, the mediastinum, and the patient's blood. The cause of the infection was unknown. On (B)(6) 2020, the patient developed wound dehiscence, where there was an abdominal protuberance caused by an increased body mass. The location and angle of the heartmate 2 outflow tract, observed via computed tomography (CT) scan, was pressing on the wound on the middle of abdomen from inside the body where the infection was located. The patient continued intravenous (IV) and oral antibiotics following the pump exchange.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a pump exchange from a heartmate2 to a heartmate3 due to an infection. Additional information was requested, however not provided.

Event description:
Additional information reported that date of admission was on (B)(6) 2020. The patient presented with a pocket infection, positive methicillin-resistant staphylococcus aureus (mrsa) and klebsiella oxytoca. Prior to the exchange treatment included debridement, vacuum-assisted closure of a wound (vac), along with intravenous (IV) and oral antibiotics. After the pump exchange, the patient has been on IV and oral antibiotics.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.